Event description:
(B)(4). Same case as: MDR ID 2134265-2013-06033. It was reported that post percutaneous coronary intervention, in-stent restenosis. On (B)(6) 2013, clinical assessment identified the subject¿s qualifying condition as stable angina and the subject was referred to cardiac catheterization. The index procedure was performed and the subject was enrolled into the promus element china study on the next day. The target lesion was located in the proximal left anterior descending (lad) artery extending into the mid lad with 100 % stenosis, a length of 85 mm, and a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation, placement of 2.25 x 28 mm and 2.50 x 32 mm study stents, with 0% residual stenosis. On the sixth day, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2013, in-stent restenosis occurred. The subject was treated with medication and underwent percutaneous coronary intervention to the proximal lad which was extending into the mid lad with 0% residual stenosis. The event was resolved on the same day.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Complainant name corrected from (B)(6) to (B)(6) university. (B)(4).

Event description:
It was further reported that in 34 days post index procedure the patient returned to the hospital for a planned intervention to the rca and was admitted on the same day. The patient did not exhibit any symptoms upon admission. The next day, diagnostic angiography revealed 100% in stent restenosis of the previously placed study stent during index procedure, which was subsequently treated with a 3.0 x 33 mm non bsc stent. Following intervention the residual stenosis was 0%. The event was considered resolved and the patient recovered. Ninth day, the patient underwent planned intervention to the rca. In (B)(6) 2013, the patient was discharged.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was treated with pre-dilatation, placement of 2.25 x 28 mm, 2.50 x 32 mm study stents and a non-study stent (non-bsc stent) was also deployed to cover the remaining length of the lesion, with 0% residual stenosis and the event term "in-stent restenosis" was updated to "in-stent restenosis proximal lad."